Event description:
It was reported that the patient with this pacemaker device received a cardiopulmonary resuscitation (CPR) and it was noted that the patient had prolonged pauses. Upon review, there was loss of capture (loc) and thresholds were greater than 2.2volts. The health care professional (hcp) stated that they were going to see this patient. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.